Event description:
Baxter (B)(4) received a report of an infusor that did not flow during patient therapy. The device was filled with 250mg of desferrioxamine. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Baxter received one sample for evaluation. The reported condition of no flow was confirmed. Flow was not visually observed at the distal luer. Forced prime was attempted, but flow was still not observed. Microscopic examination of the flow restrictor showed evidence of drug residue blocking the fluid path at the end of the glass capillary. The root cause was determined to be drug crystallization at the end of the glass capillary. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded. Additional information: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.